Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the circumflex (cx) artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed at the proximal cx, and intravascular ultrasound (ivus) was delivered to the distal cx. A 2.5 x 23 xience was implanted at the distal cx with two inflations of 6 atmospheres (atm) and 8 atm. Ivus was performed again, and the 3.0 x 12 xience was implanted in the proximal cx with two inflations of 6 atm and 16 atm. Angiography confirmed that the 2.5 x 23 xience stent was not fully expanded due to the anatomy; therefore, post-dilatation was performed. Ivus was performed again; however, the 2.5 x 23 xience still did not appear to be fully expanded. At this time, an attempt was made to remove the ivus, but it could not be removed; therefore, the ivus was pushed and pulled, but removal attempts were not successful. Multiple attempts were made to retrieve the ivus, but the device was unable to be removed; therefore, a non-abbott balloon was used to dilate proximal to the area of the ivus. At this time, the patients blood pressure decreased, and effortil was administered. Blood flow became worse, and a possible dissection occurred in the left main. A percutaneous cardio pulmonary bypass (pcps) was inserted, and the patient was transferred to another facility where the ivus was surgically removed. It was noted that the ivus may have been caught with the 2.5 x 23 xience stent, due to the stent not being expanded well, or on the overlapping stent area of the 2.5 x 23 xience and the 3.0 x 12 xience. After surgery, the patient was moved to the general ward and confirmed to be in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: axess 6f jl3.5. Stent: xience v 2.5x23. Other: ivus(atlantis sr pro). The xience v 2.5x23 stent is being filed under a separate medwatch MFR number. The stent implant remains in the patient. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Reportedly, the intravascular ultrasound (ivus) catheter was stuck within the stent, blood pressure decreased, and effortil was administered. Blood flow became worse, and a possible dissection occurred in the left main. Dissection, hypotension, and ischemia are listed in the instructions for use as known adverse patient effects with coronary stenting. Factors that can contribute to difficulty removing the ivus device include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, damage to the stent, the stent not fully apposed to the vessel wall, damage to the ivus catheter, or undersizing of the vessel. There was no note of any damage to the stent delivery system or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the 2.5x23mm xience v stent was not fully apposed to the vessel wall and there was an overlapping area between the 2.5x23mm and 3.0x12mm stents, which could have cause resistance during removal of the ivus device. A conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.